Manufacturer narrative:
Reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel, and xience prime long length , everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified lesion in the mid left anterior descending artery. A 3.0x28mm xience prime stent was deployed; however, a proximal edge dissection was noted. An unspecified stent was used to successfully treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Expiration date updated from 11/28/2021 to 11/29/2021. Device mfg date updated from 11/29/2018 to 11/30/2018.